Event description:
It was reported that there was low atrial impedance. It was also reported that there was a battery voltage of 1.5 v with battery impedance of 100 ohms, with longevity predicted at over twenty years. The patient was last seen about six months earlier when the battery voltage was 2.74 v and battery impedance was 1696 ohms. The atrial lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.